Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. An evaluation of the photograph with the naked eye showed two minicaps with the sponge (foam) separated from the cap. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was observed to be dislodge from twenty (20) minicaps. This was found before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.